Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc was in need of replacement and the system software required upgrade. The customer did not call back to schedule the repair. At this time no conclusion can be drawn.